Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an event of hyperglycemia on 30-dec-2025. Blood glucose level at the time of event was high and patient was treated with insulin pump. No further information available.